Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump battery area was crack. Customer blood glucose reading was 8.3 mmol/l. Troubleshooting was performed. The insulin pump stayed normal but the customer believed it will not function normally since it did not accept new battery. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case and minor scratched lcd window. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery test alarm noted during testing or in the pump trace download.